Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 08/02/2024. An investigation was conducted on 08/20/2024. A visual inspection was conducted. Both the cannula and harvesting device were returned for evaluation. There were no visual defects observed on the intact cannula or intact c-ring. The gray silicone insulation on the hot jaw was observed to be intact. There were no visual defects observed on the intact heater wire. The gray silicone insulation on the tip of the cold jaw was observed to be peeled and detached from the cold jaw. The detached silicone insulation was returned for evaluation. There were no other visual defects observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000369122 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw ID#(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoviewhempro vh-3500 had the silicone tip of the device fall apart. Harvester had to retrieve some of the loose pieces out of the leg by flushing the area. No new incisions were made to retrieve the pieces. A new device was opened to complete the procedure without any issues. There was no procedural delay. There was no patient harm.